Manufacturer narrative:
The device was returned for evaluation. An analysis of the automatic impella controller was performed. The data from the first several hours of support revealed that "impella position in ventricle" alarms were recorded, and the automatic suction response was triggered for over an hour after CPR was stopped. This was due to the low volume caused by the perforation. The "real time" data from the first day of this case was not available as it had been overwritten. The pump was returned intact. The distal section of the impella cp pigtail was found to be deformed, in addition, the cannula was found to be deformed with evidence of kinking, the evaluation results concluded that after CPR and numerous "impella position in ventricle" alarms, motor current decreased and the automatic suction response was triggered. This corroborated the position and volume issues as reported by the complainant in the clinical account. The root cause of the left ventricle perforation is believed to have been the result of the administration of patient CPR with the pump in place, although this cannot be definitely determined. (B)(4).

Event description:
Complainant reported that on (B)(6) 2016 a (B)(6) old female patient was admitted to cardiac care lab for a left heart catheterization (lhc). At that time a proximal lesion was noted to a large ramus. The physician then placed a stent to the ramus, but blood flow was then lost and the patient coded. Patient CPR was begun and an impella cp was placed without issue via the left femoral artery. The patient was then taken to the unit, but upon moving the patient to a bed, the impella cp was pulled out resulting in the patient coding. CPR was initiated again, and the patient was taken back to the cath lab. The impella was then advanced back across the valve and CPR was continued. The patient was then escalated to an ECMO and the impella pump was left in the patient as a vent for the left ventricle. Once stabilized on ECMO the patient was moved to a bed for transport. Upon arrival in cardiovascular ICU a foley and swan-ganz catheter were placed. Intermittent suction alarms occurred. A tee probe was then placed by anesthesia. Pericardial effusion was noted at this time as something to "watch"; images were reportedly difficult to obtain, but the images that could be seen did indicate that the catheter was deep and the left ventricle was empty. Volume was being given due to the blood loss that occurred in the cath lab. There was a definite decrease in ECMO flows due to a decrease in the venous return. It was then decided to perform a pericardiocentesis resulting in 500 cc's of blood immediately being removed. The patients hemodynamics then improved. Blood continued to accumulate, so the surgeon decided to do a pericardial window. At this point the physicians were sure that there was a definite hole somewhere, so a sternotomy was then performed at bedside. Upon opening the chest trauma was first observed, and was attributed to the CPR that had been performed. The physician then observed that the impella pigtail had punctured the ventricle, and was situated outside the ventricle. The impella cp was pulled back and the hole to the ventricle was repaired. It was then decided to put impella back across the valve and continue to use it as the vent. It was reported that the general consensus of the physicians at the time of this event was that the puncture "probably" occurred during CPR. The impella cp continued to successfully support the patient, and on (B)(6) 2016 a CABG was performed and the ECMO was removed. The impella cp was left in place and continued to successfully support the patient for a total of 8.8 days. The device was removed from the patient on (B)(6) 2016, and the patient was reported to be in stable condition, with no continued adverse effects.